Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Customer went swimming with the pump on. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went swimming with the pump on prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.